Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, it was reported that the patient had been experiencing problems with catheter blood flow. Air alarms occurred during the treatment, as a result of the catheter flow problems and could not be resolved. Treatment was terminated without rinseback, due to the amount of air present in the cartridge, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to access flow issues. Air may be introduced into the cartridge as a result of outgassing caused by inadequate blood flow. There is no evidence of a device malfunction. The cycler alarmed appropriately. User's guide contains appropriate troubleshooting instructions. Nxstage reviewed the event with the facility. A direct correlation between the nxstate system one and the reported blood loss cannot be established. Nxstage considers this report closed.